Manufacturer narrative:
Evaluation summary: the customer's reported condition of fail code 812:02 was confirmed to occur.

Event description:
The facility reported a fail code 812:02. Information was not provided regarding whether or not the failure occurred during a patient infusion. The hospital representative stated that there have been no reports of any patient incident involving this pump since the last baxter service event. No additional information is known.